Event description:
The fse reported intermittent communication failed error messages. This error results in a system lock up, no boot, or shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. A new backplane was ordered. No conclusion can be drawn as further repair info was not reported.